Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the unit is not alarming, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Dealer is stating out of box failure, that there is no breath alarm will not activate, unit goes into an auto pulse mode without activation.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating out of box failure, that there is no breath alarm will not activate, unit goes into an auto pulse mode without activation.